Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the complaints the needle and sticker did not attach to skin. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting. The customer also reported that the sensor did not find, only needle was left. The sensor will be returned for analysis.